Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation was limited as no patient samples were provided for analysis. A review of quality control data confirmed that results were within specifications, and routine maintenance was performed as required. A definitive conclusion regarding the root cause of the reported discrepancies could not be determined due to the lack of investigational material. The case was closed at the customer site following a presentation on potential data differences when transitioning between analytical platforms, which was accepted by the customer.

Event description:
The initial reporter alleged discrepant reactive anti-hcv g2 elecsys e2g 300 results for hemodialysis patients tested on the cobas e 801 module compared to results obtained using other manufacturers' platforms. For patient 1, historical anti-hcv data from 2010 to 2019 was non-reactive on the abbott platform, and hcv rna testing was not detected using roche assays. In 2020, the same sample tested reactive with a value of 1.15 on the roche platform, non-reactive with a value of 0.03 on the abbott platform, and non-reactive on the siemens platform. Hcv rna testing on the same sample was not detected using roche assays. For patient 2, historical anti-hcv data from 2010 to 2019 was non-reactive on the abbott platform, and hcv rna testing was not detected using roche assays. In 2020, the same sample tested reactive with a value of 92.50 on the roche platform, non-reactive with a value of 0.93 on the abbott platform, and non-reactive on the siemens platform. Hcv rna testing on the same sample was not detected using roche assays. For patient 3, historical anti-hcv data from 2010 to 2019 was non-reactive with a value of 0.04 on the abbott platform, and hcv rna testing was not detected using roche assays. In 2020, the same sample tested reactive with a value of 36.30 on the roche platform, non-reactive with a value of 0.51 on the abbott platform, and non-reactive on the siemens platform. Hcv rna testing on the same sample was not detected using roche assays.